Manufacturer narrative:
(B)(4) supplemental MDR - barrel cracked. One fully assembled loose syringe (part number 309658) was received and evaluated. During inspection, a severe crack was observed extending from near the bottom of the barrel to close to the top. This condition is non conforming to the product specification, and the cracked barrel is potentially attributable to the assembly process. Furthermore, a device history record review was completed for the provided lot number 5237660. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. The business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll euro 200 s/c barrel was cracked. Verbatim: the preparer, while preparing a chemotherapy bag, used a 3ml syringe that was cracked. Thus, when withdrawing a volume from the bag, the contents spilled into the isolator. The syringe was set aside to be given to materials vigilance. This incident was not serious because no chemotherapy had yet been added to the bag (no cytotoxic contamination).